Event description:
A spring bal seal on the spacer block was missing. Continued to use spacer block without spring bal seal. No problem with the patient post-surgery. No delay in surgery. No adverse event to patient.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the result of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Procedure: attune tkr. Prior to starting a tkr it was noticed that a spring bal seal on the spacer block was missing. Continued to use spacer block without spring bal seal. No problem with the patient post-surgery. No delay in surgery. No adverse event to patient. The investigation confirmed could not confirm the failure mode. There is no information given as to the point during use at which the failure occurred, however as considerable force would be needed to cause such a failure, this may have occurred during cleaning as a result of being dropped or having an item dropped onto the spacer block. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. Although the device has not been returned, the complaint form states the balseal was not left in the patient. In addition, the complaint form does not give any indication that there was a patient effect, and no surgical delay reported, therefore it is assumed that there is no patient risk associated with this complaint. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.